Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests and no air bubbles or leaks were noted. Unable to verify the transfer guard needle anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call indicating damage from the reservoir. The customer's blood glucose reading was 300 mg/dl. The customer treated with a bolus from the pump. The customer stated that the reservoir and o-rings are wet. The customer also reported a sure t needle that is blunt, not beveled. The customer declined to troubleshoot for possible causes of high readings.